Manufacturer narrative:
The insulin pump was received no button response due to corroded keypad traces. Displacement test was not performed due to corroded keypad traces. The device had minor scratches to lcd window, cracked case near lcd window corner, cracked reservoir tube, scratched reservoir tube window, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads, stained address and or serial number label, and stained end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed for a button error. The blood glucose reading was 318 mg/dl. It was reported that there had been exposure to the rain. Nothing further was reported.